Event description:
It was reported that during a total shoulder arthroplasty a peg broke off of instrument. The most proximal peg broke off and stayed in the patient. Had to drill to get out of the patient.

Manufacturer narrative:
An event regarding a weld failure of a peg alignment sound was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the returned device confirmed the event. There was a lack of weld fusion at multiple sites on the post. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events for the lot. Conclusions: the event was confirmed and the device was determined to be nonconforming. Lack of weld fusion was observed at multiple sites on the post. The intended press-fit condition of the post was not observed. No material defects were observed on the surfaces examined. An nc investigation was opened to address the lack of weld penetration between the post and body subcomponent.

Event description:
It was reported that during a total shoulder arthroplasty a peg broke off of instrument. The most proximal peg broke off and stayed in the patient. Had to drill to get out of the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.